Event description:
According to the rptr, during repair of a midshaft femoral fracture, when locked tightly, the locking mechanism of the inter-lock screwdriver caused the screw to be slightly off axis when compared to the start of the screw driver. No reported pt harm.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. W/o a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was rec'd.